Event description:
It was reported that at 15,201 joules while using the surgical fiber during a prostate procedure, the fiber overheated. The procedure was completed using a second surgical fiber. Patient outcome: "okay" - there was no injury reported.

Manufacturer narrative:
(B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber